Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead exhibited rising thresholds and diminished sensing. During the lead extraction the patient suffered a svc tear/perforation. An open-chest intervention was completed by the cardio-thoracic specialist team in order to repair the perforation. The lead was removed and replaced. No further patient complications have been reported as a result of this event.